Event description:
A pixel issue on the pump display was reported that created a red horizontal line and blots, impacting the customer's ability to interact with the pump. There was no adverse impact on the customer's blood glucose level. The customer agreed to use multiple daily injections as a backup therapy while receiving a replacement pump from technical support. Instructions for returning the faulty pump and using the replacement were provided and acknowledged by the customer.